Event description:
It was reported that delivery sheath was unable to be peeled away. The 60% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. A 190 cm filterwire ez was selected for use. During deployment, friction was noted. The filterwire was successfully deployed, and the delivery sheath could not be peeled away. The device was pulled and was removed from the patient in one piece. The procedure was completed with an alternative method. There were no patient complications as a result of this event.